Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Root cause could not be identified. Based on the investigation result, when the device was checked on site, it was found that there was no abnormality in the device. When the device was checked to be sent for repair by the client, there were no problems with the device. Based on reported information, there was confusion with another device that had been repaired previously. Therefore, it was considered that the event occurred due to factors other than the failure of the device, such as the environmental impact of facility use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use for a diagnostic procedure, the device was found with no power, does not turned on. The device was replaced with another device to use in the procedure. There was no patient involvement reported on this event. No user harm or injury was reported.